Manufacturer narrative:
D2b - pro code (product code): lit, dqy e1 - initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vessel. A 6.0mm x 40mm x 50cm athletis pta balloon dilatation catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 30 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with the same device. No complications were reported, and the patient was in good condition after the procedure.